Event description:
A 2.25 mm diameter x 14 mm length micro driver rx coronary stent system was inserted into a patient for treatment of an lad lesion. The lesion morphology was moderately tortuous with 75% stenosis pre-stent deployment. It was reported that the stent was deployed successfully. It was reported that six days post stent implant, the physician performed a study; where thrombosis was noted in the distal side of the deployed stent. The occlusion was successfully pre-dilated and treated with bare metal stent. The no additional clinical sequelae were reported and the patient was discharged. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
Evaluation conclusion: device failure/lack of effectiveness related to patient condition (moderately tortuous with 75% stenosis). Other (lack of information, no films received).